Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic. Device interrogation revealed that the implantable cardiac monitor was in backup vvi. The device is being monitored.